Event description:
It was reported that during an implant procedure after having introduced the lead in the body that the helix of the lead had become deformed which made it impossible to fixate. The lead was not used and the physician elected the procedure with a different lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of helix damage was not confirmed. The full helix extension length was measured within specification. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies except for procedural damage.